Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair procedure, the port was inserted into the correct plane, and the structural balloon was inflated, but no insufflation gas flowed when the tubing was connected, the insufflator displayed an 'occlusion' message. Another device was opened and used without issues, allowing the procedure to continue. No medical or surgical intervention was needed to prevent permanent impairment, and there was no injury or extended hospitalization. No patient complications have been reported as a result of this event.